Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the guidewire was frayed. Functional testing found the blue and red lumen had a test guide wire inserted, no occlusion noted. The distal end of the cannula was clamped and a water bath test was performed on the both sides side, no air bubbles detected. It was reported that the guide wire had an issue and was unable to be withdrawn. The reported issues was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur with improper handling during the clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: b5, g3, h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was given a temporary internal jugular vein catheter and the guide wire was stuck during catheter insertion. It was mentioned that the guide wire got stuck in the puncture/introducer needle. The catheter was still inserted and got stuck again so it was necessary that the catheter and guide wire were removed at the same time. After the whole was taken out, the guide wire was still stick in the needle tip. When the guide wire was finally removed, there was a visible kink but the guide wire did not break into pieces. The catheter was not repaired and there was no leak. No cleaning agent was used on the device and tego was not utilized. There was no luer adapter issue. Iodine volt disinfection was used on the insertion site prior to product placement. There was no damage to the device's box and packaging. The product/kit was still sealed upon receipt of the customer and there was no excessive force used to pull/take out the product.. There was nothing unusual observed on the device prior to use and physiological saline flushing was done which had a normal result. There were no other products being utilized with the device and there we re no other defects/damages found on the product. There was no problem with the catheter's dimension and the size of the device matched the dimensions shown on the label. There was no occlusion. The guide wire used was the one included in the kit. There was no blood loss and no intervention/treatment required as a result of the event. The catheter was replaced and was reinserted successfully. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was given a temporary internal jugular vein catheter and the guide wire was stuck during catheter insertion. The catheter and guide wire were removed at the same time. It was mentioned that the removed guide wire was stuck in the puncture needle. The catheter was not repaired and there was no leak. No cleaning agent was used on the device and tego was not utilized. There was no luer adapter issue. Iodine disinfection was used on the insertion site prior to product placement. There was no damage to the device's box and packaging. The product/kit was still sealed upon receipt of the customer and there was no excessive force used to pull/take out the product.. There was nothing unusual observed on the device prior to use and flushing was done which had a normal result. There were no other products being utilized with the device and there were no other defects/damages found on the product. There was no problem with the catheter's dimension and there was no occlusion. The guide wire used was the one included in the kit. There was no blood loss and no intervention/treatment required as a result of the event. The catheter was replaced and was reinserted successfully. There was no patient injury.